Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited intermittent loss of capture with positional changes. The lead was revised and slack was added. The lead remains in use. No patient complications have been reported as a result of this event.